Event description:
It was reported that the patient presented with following pre-op diagnoses: degenerative disease. Lumbar spondylosis. Lumba r-based pain. The patient underwent following procedures: 1. Posterior spinal fusion, l4-5, l5-s1. 2. Posterior lumbar interbody fusion, l4-5, l5-s1, bilateral hemilaminectomy, partial facetectomy and foraminotomy, l4-5, l5-s1. Posterior spinal segmental ins trumentation l4, l5, s1. Application of intervertebral biomechanical device l4-5, l5-s1. Application and removal of cranial tongs. Autograft spine surgery same incision. Autograft spine surgery morcellized. Intrathecal injection 300 mcg of duramorph. Per op notes, dissection was carried down to the posterior aspect of lumbar spine. Then cage was sized to a size of 9 x 25 mm. Surgeon packed an autograft bone harvested from the same incision after removing the disc for anterior interbody fusion. Next surgeon malleted a 9 mm x 25mm cage into appropriate position and packed autograft bone for posterior lumbar interbody fusion from the transforaminal approach on the right side. Surgeon then closed an 11x25 mm cage, packed it with autograft bone and malleted it into position. Surgeon packed autograft bone harvested from the same incision, autograft bone and bone morphogenic protein for posterior spinal fusion from l4 to s1. The patient tolerated the procedure well and no patient complications were noted. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.